Manufacturer narrative:
Investigation summary: troubleshooting determined that calibration responses and parameters were atypical compared to expected values. The customer verified that they are following ocd recommended procedures for slide storage and handling, and that pipettes are calibrated routinely. An ocd lab specialist replaced the evaporation caps and performed correction factors. Performing as-required maintenance and recalibration restored the analyzer to expected operation. The root cause of the event was not determined.

Event description:
A customer observed positively biased hdl quality contol (qc) results on the vitros 250 analyzer. Biased results of this type may lead to inappropriate physician action. No patient results were reported, and there was no report of patient harm as a result of this event.